Manufacturer narrative:
.

Event description:
Procedure type: cholecystectomy = eche. According to the reporter: the pin form the closure mechanism fell out during insertion. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure and no pt injury was reported. The hospital would not release further pt details.